Event description:
It was reported that the device went into back up vvi mode after therapy delivery. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of backup vvi mode was not confirmed in the laboratory. As received, the device was not in backup vvi mode and interrogated normally. Device functionality was normal when tested on the bench and using automated test equipment.